Event description:
It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. It was also reported that the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was noted that the patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0h959, implanted: (B)(6) 2014, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient lacked basic understanding of their therapy and patient programmer use. It was noted the patient¿s device was set at 1.9 volts on program 4 and their stimulation was on. The patient increased their stimulation to 2.0 volts. It was stated the patient had no stimulation sensation and they had been feeling stimulation, but since (B)(6) 2014 it stopped all of a sudden. It was noted the patient didn¿t know if it was working and didn¿t know how to get it started. Reportedly, the patient¿s stimulation had been helping with their bladder control symptoms. It was noted the patient had been to their healthcare provider several times and then 2-3 weeks afterwards it stopped.